Event description:
On (B)(6)2017 pt called vad office c/o fatigue, lightheadedness, intermittent epistaxis and hematuria he described as "dark blood with clots". He went to (B)(6) at (B)(6) inr 5.9, hg 11, scr. K 5.4. Pt transferred to nmh. Ldh on admission 1770. Log files sent to hw for analysis that showed concern for pump thrombosis. On (B)(6), flows on vad increasing, pt transferred to ICU for closer monitoring. Pt was taken to the operating room on (B)(6) for hvad pump exchange. In operating room, a thrombus was identified in the left ventricle and removed. Post operatively, pt with profound cardiogenic vs septic shock on max doses of levo, vaso, neo, epi, milrinone, ino. Pt unresponsive to verbal or physical stimuli. On (B)(6) pt had worsening acidosis despite aggressive volume resuscitation, continuing on multiple drips, and now with ongoing low flow vad alarms. Family meeting was arranged and the decision was made to transition patient to comfort care and withdraw support. Pt died on (B)(6)2017 with family at bedside.